Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the patient has not yet been revised. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02898, 0001822565-2018-02962, 0001822565-2018-02963.

Event description:
It was reported a patient has been indicated for hip revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. As per the x-ray review it was noted: acetabular cup appears to be oversized but there are no signs of loosening and no evidence for impingement, subsidence, poly-wear debris, dissociation or corrosion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.